Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that insyte autog bc wing pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported that there was failure of the autoguard in the catheter.   Verbatim: -I performed a successful IV stick on a patient with a 20g "autoguard" bc winged 20gax1.00in 11x25mm pink needle... After pressing the button that retracts the needle.. Blood came out of the catheter that was still in the patient... I had to tamponade to stop bleeding.. Pt. Was ok.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc wing pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported that there was failure of the autoguard in the catheter.   Verbatim: I performed a successful IV stick on a patient with a 20g "autoguard" bc winged 20gax1.00in 11x25mm pink needle. After pressing the button that retracts the needle, blood came out of the catheter that was still in the patient. I had to tamponade to stop bleeding. Pt. Was ok.